Event description:
The customer reported high blood glucose. The blood glucose reading was 279 mg/dl. The patient treated with manual injections. Prior to the event, the customer experienced loss of appetite and head aches. In troubleshooting, the insulin pump passed a drive support cap test, a quick release test, a rewind and a manual prime test. The patient was advised to change the infusion set, reservoir, and insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.